Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The camera could not be properly seated in the port due to the flap door having been broken off and blocking the pigtail insertion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing connection issues during preparation for a diagnostic procedure. According to the initial reporter, he was unable to properly seat the camera in the port. Reportedly, the intended procedure was completed using another olympus mobile video cart. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a broken flap door of the video connector socket. Olympus will continue to monitor field performance for this device.